Event description:
It was reported that a y-type tur/bladder irrigation set leaked from an unspecified location. This was observed during priming. The device contained saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that a leak was observed between the tubing and y- vyl due to an incorrect manual assembly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.